Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." (B)(4).

Event description:
During a procedure, the suture pulled out of the patient and the tip of the inserter fractured, however no fractured pieces were retained by the patient per radiographs.

Manufacturer narrative:
This report is being submitted to reflect additional information not previously available. Product was visually examined. The anchor was observed to be stained, indicating its attempt to be implanted. The anchor was still attached to the suture and had minimal fraying. Attention was then turned to the inserter. One of the prongs was noted to have fractured off and the other prong is bent. The fractured prong was not returned; however, it is relayed in the complaint it was not retained by the patient. This device is used for treatment. Root cause could not be determined.